Event description:
Related manufacturer reference number: 2017865-2021-34197. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads were over-sensing noise leading to pacing inhibition. The patient was asymptomatic. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. External insulation abrasion was noted at 19.5-19.7 cm from the pin consistent with lead friction to the device can, breaching the outer insulation and exposing the coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone which is consistent with friction to device can.